Event description:
The customer alleges the " tested unit on test lung and they were not able to obtain the desired pressure." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
The customer states that the desired pressure could not be obtained. They do not specify if the pressure was peak inspiratory pressure (pip) or peep (positive end expiratory pressure), nor do they specify the set-up parameters on the test lung. The actual device was tested and performs to iso 10651-5 requirements.

Event description:
The customer alleges the "tested unit on test lung and they were not able to obtain the desired pressure''. No other details were provided and no patient injury/harm reported.